Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of wanting to check on a order for supplies. Customer mentioned that they had high blood glucose of 600mg/dl but declined high blood glucose troubleshooting. No further details were provided.